Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental med watch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure, the irrigation port detached from the catheter handle. While the physician was ablating in the left atrium with the 7f cool path catheter, the radio frequency (rf) power did not reach the set level of 30watts. The physician attempted to ablate in a different area of the left atrium, but the rf power delivered was very low. The physician noted that the irrigation tubing at the back of the cool path catheter was detached from the handle. The catheter was replaced to complete the procedure. No patient complications were reported.